Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 2 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for underfill with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that 20 bd vacutainer® sst¿ blood collection tubes underfilled. The following information was provided by the initial reporter: "at the time of taking the blood sample in hospital patients, there is a vacuum failure of the gold cap tube."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 20 bd vacutainer® sst¿ blood collection tubes underfilled. The following information was provided by the initial reporter: "at the time of taking the blood sample in hospital patients, there is a vacuum failure of the gold cap tube."